Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A review of the downloaded receiver log did not find any errors related to the customer complaint. A "try it" manual test was performed and passed. An intermittent vibration test was performed and the test passed. Functional testing was performed and the and there was no failure detected. The receiver case was opened for an internal visual inspection and it passed. The vibrator motor resistance was measured and it registered within specification. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.